Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 130 alarms noted during testing. The motor was tested outside the device and passed. Pump error 130 not confirmed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. The customer¿s blood glucose was 380 mg/dl. Customer reports they were able to clear the alarm. Customer states they were not able to rewind the insulin pump. Customer assisted with performing displacement test and displacement test was passed. Customer had gotten insulin pump error five times. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.